Event description:
During a gastric bypass procedure the cartridge fell into the patient was removed by the surgeon. Cartridge fell at the first firing. The device was used with the cartridge. No patient consequence was reported.